Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-01093- device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. Patient went to emergency room (ER) (B)(6) 2026 due to hyperglycemia. Patient reported bent cannula after insertion event on 09-feb-2026. The blood glucose level was 400 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin and patient did correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. Patient released from the hospital on (B)(6) 2026. No further information available.